Event description:
A malfunction alarm was reported, with no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.